Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital after experiencing multiple appropriate shocks for ventricular fibrillation episodes. During the last ventricular fibrillation episode, no therapy was delivered and the patient was externally defibrillated. It was noted that the patient felt discomfort due to the event. In addition, upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited ventricular tachycardia undersensing due to inappropriate programming. The physician suspected that the multiple ventricular fibrillation episodes were due to the patient's medication and the medication was suspended. No further intervention was performed and it was noted that the patient was in stable condition after the event.